Event description:
--

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was associated with a battery measurement of 2.55 volts after 57.7 months of implant. This device is included in the (B)(6) 2007 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed that it was not immediately known if this device was meeting the definition of premature battery depletion, according to the advisory criteria, based on the available voltage measurement and implant time. Ts recommended monthly device follow-ups, with replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
The device was explanted and replaced 8.2 months later. No adverse patient effects were reported. This investigation will be updated should additional information be provided or if the device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A longevity calculation was performed, and it was determined that the device had met specification and exhibited behavior of normal battery depletion.